Event description:
It was reported that per user facility medwatch form (B)(4), during an unknown procedure; when cutting through the stomach, the stapler cut but did not seal leading to a large hole in the stomach and a need to convert the patient from minimally invasive surgery to open.

Manufacturer narrative:
(B)(4). Date sent 12/1/2025, d4 batch # unk, b3: exact date is unk. Assumed first day of the month. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the procedure? What was the surgery date? Any buttressing material used? What was the color cartridge used? During the issue was the device fired over clip or another staple line? Any unusual noise heard while firing? What was the gender and bmi of the patient? Was there lack of staples on both sides of the cut line or only one? How far did the device cut and how far did it staple on the side that presented with a hole? What number of firings was this? How was the device cleaned during reloading? Where was the firing performed on the stomach? Any attempts to address the hole int the stomach laparoscopic prior to opening the patient? What device was used to repair the hole in the stomach during the open procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.